Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s device was implanted the year prior to the report and they needed it reprogrammed due to a malfunction. No symptoms or further complications were reported or anticipated.